Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2009. It was reported that the patient did not have stimulation. The patient stated that she had not used stimulation, nor had she charged her ipg in over four months. The patient also reported that she let her ipg battery run out completely since last recharging the device. A replacement charging system did not resolve the issue. The manufacturer has attempted to obtain a status update regarding the next course of action for this patient; however, no further information is available at this time.